Manufacturer narrative:
Additional information: analysis of the returned device shows that appearance of balloon suggests ibt was not fully inflated prior to receipt. Complaint was confirmed; functional evaluation identified leakage at the distal tip of the instrument. Microscopic examination identified apparent puncture hole which appears to be due to stepped stylet length, as evidenced by the presence and location of a hole and the ¿bulge¿ shape which appears to be present at the hole location.

Event description:
It ws reported that a patient underwent an unknown balloon kyphoplasty procedure. "The surgeon introduced the balloon into the vertebral body and began to inflate. The balloon did not inflate as usual and lost pressure. The surgeon removed the balloon and saw it had a small hole." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that complaint was confirmed; functional evaluation identified leakage at the distal tip of the instrument. Microscopic examination identified distal marker band deformation. After moving the distal marker band , a stylet puncture of the inner tube is identified. The ibt was received with a slight bend. The above observations are consistent with inner tube puncture due to stylet re-insertion while the ibt was bent.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.